Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that when they close their mouth their left bottom tooth touches the back of their top front tooth but the right side does not touch. Patient provided a bite video, bite looks to be with in normal limits but on the right side there is a minor crossbite with #2, 28 and 29. The has been reviewed and patient has been returned to dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.